Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The patient¿s anatomy is reported as: short aortic neck of 12mm, iliacs and access with no tortuosity, small aortic bifurcation diameter of 21mm. The vessels had mild calcification and they were not tortuous. The stent graft was deployed however there were difficulties during the removal of the delivery catheter. The delivery system was pulled down to the level of the bifurcation, and the delivery system became stuck at a part in the ipsilateral limb of the graft. The physician was able to remove the whole delivery system by pushing it back in to the graft and then began the closure maneuver. The deployment of the stent graft (mainbody) was successful. The physicians followed the IFU for the spindle recapture. When the delivery system was completely removed from the introducer sheath, it was noted that the proximal white part of the tip capture was a slightly damaged. The physician believes that the delivery system became stuck during the delivery system removal. The possible cause of the removal difficulties may be related to aortic neck angultion or the delivery catheter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: root cause of the event could not be conclusively determined during analysis; however, the damage likely occurred during removal of the device.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (removal difficulties) . Patient¿s condition affected effectiveness of device (anatomy related). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).

Event description:
The evaluation of the delivery system has been completed. The complaint was confirmed; there was damage to the lip of the tapered tip. The root cause of the event could not be conclusively determined during analysis; however, the damage likely occurred during removal of the device.